Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that device had a pcea button on the face of the pump that did not register. Per reporter it gave a "remove button" error. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair. Reason for return was not related to a previous repair. During testing it was confirmed that the device's keypad was having issues with presses. The primary problem was replicated, caused by worn out keypad buttons. The keypad was replaced.